Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of hospitalized low blood glucose readings and delivery anomaly from the insulin pump. The customer's blood glucose reading was 2.3 mmol/l. The customer manually entered the blood glucose and bolus values. The customer was advised that the pump is not capable of delivering boluses on its own. The customer had a severe hypoglycemia event overnight. The customer had a seizure which resulted in spinal injury to his vertebrae. The customer was assisted with the basal rates.